Event description:
Crack on the tip of the microcatheter. The pt was conducted liver cancer artery embolism procedure. During the procedure, when the micro catheter advancing through 5f cordis angiographic catheter, the physician felt resistance occur. After inspecting, he found a crack at the tip of the micro catheter. Then another same like micro catheter was used to complete the procedure. The physician was not forcing (pushing the microcatheter) into the angiography catheter. Continous flush was maintained within the angiography catheter. The physician found a crack on the tip of the microcatheter not kink/compression. While advancing the mc through the 5f angiographic catheter resistance felt at the distal shaft. Both mc and angiographic catheter removed together.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet completed. Please note additional info will be submitted within 30 days upon receipt.